Event description:
The surgeon inserted an aq2010v silicone three-piece lens and one haptic bent. The incision was enlarged to remove the lens, but sutures were not required. The reporter stated the haptic was bent during loading.